Event description:
During r shoulder arthroscopy for rotator cuff repair, a swivel lock suture anchor broke. The metal portion was retrieved, but the remaining peek (non-metallic) could not be located in the joint. Repeat MRI ((B)(6) 2015) noted non-metallic foreign body located in the posterior recess of the joint, along the posterior cortex of the humeral head.